Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer changed the battery and infusion set and made a business trip and came back with high readings. The customer stated that the cannula was bent and they did not receive a no delivery alarm. The customer declined to troubleshoot for high readings. The customer will call back to troubleshoot for no delivery.